Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "did not deliver fluids at the programmed rate" was not reproduced. Evaluation sent the device for flow rate testing at the rate of 40 ml/hr at a vtbi (volume to be infused) of 40 with the results of 39.381, with the error percentage of -1.5475% which is within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not deliver fluids at the programmed rate during delivery to a patient. It was thought that the blue key was pushed down some impeding flow without the pump alarming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11. H11: a review of event history log revealed multiple instances of downstream and upstream occlusion alarms.